Manufacturer narrative:
Patient weight was not provided for reporting. Product code: additional device code: hrs. Explanted date: device remained implanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an unknown procedure. During the procedure the variable angle (va) locking screw was not locked into the plate. The locking screw was implanted. There was no surgical delay reported. The patient and surgery outcome were reported as unknown. Concomitant device reported: 2.7mm/3.5mm variable angle locking compression plate (part # 02.117.901, lot # unknown, quantity # 1). This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 30mm. This is report 1 of 10 for (B)(4).